Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows multiple unusual consecutive rewind and load steps on the reported failure date. The pump was unable to detect the cartridge during a load step attempt. Investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was evidence of contamination observed on the force sensor plate. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.